Event description:
It was reported that during implant the pulse generator exhibited varying thresholds. The device was not used and a new device was implanted.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
(B)(4).